Event description:
It was reported the valve was implanted in 2009. The patient received a second surgery to rotate the valve a few days after implant (exact date is unknown). At about seven days later, the valve was explanted due to an impeded leaflet. The type of replacement valve is unknown. According to the hospital, the valve was discarded, and therefore, will not be returned to sjm for analysis. Additional information has been requested.